Event description:
The customer stated a low hemoglobin result was generated on the cell-dyn 1800 analyzer. A patient sample yielded an initial hemoglobin result of 3.7 g/dl. The customer noted that the hemoglobin reference was low and cycled power. The sample was retested with a hemoglobin result of 10.6 g/dl. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Hgb reference was low. Issue resolved by adjusting the hgb voltage. A field service representative (fsr) was sent to service the instrument. The fsr adjusted the hgb voltage back up to 5vdc and replaced all pinch tubing as a precaution. The fsr completed preventive maintenance inspection and ran a precision study and controls with expected results. A review of the complaint history for the cell-dyn 1800 ((B)(4)) from the complaint date ((B)(6) 2009) until present found no other complaint related to the reported issue. A review of the customer's data found that the incorrect low hgb result (3.7 g/dl) had dispersional data alerts (ll). The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, under section 3, principles of operation, states: "a result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, performing a smear review or notifying the physician. In cases where a cellular abnormality is present that alters cellular morphology to the extent that the cells do not fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result." Section 10, troubleshooting and diagnostics, provides troubleshooting steps for imprecise or inaccurate data. If assistance is needed for any technical or operational problems, the customer is instructed to contact the local country service and support center. A review of complaints did not identify any trends. Based on the investigation, no product issue was identified for the cell-dyn 1800, list number 07h77-01, for the reported issue. There is no systematic issue with the cell-dyn 1800 product line. This is the final report.